Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Device history record review revealed this device received anomalous operating software during the manufacturing process. The reported condition was verified. The device was found out of specification in relation to the reported 'watchdog error' alarms which were reproduced at power up. The reported 'watchdog error' was verified and found to be caused by a software anomaly. The processor board was reprogrammed and upgraded software was installed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "watchdog error". There was no known patient injury or medical intervention associated with this event. No additional information is available.